Event description:
It was reported that during a redo pulmonary vein isolation procedure, an intellanav mifi open-irrigated catheter was selected for use. Transeptal puncture was preformed, and mapping of the left atrium was completed. During ablation, the physician and lab staff diagnosed a pericardial effusion on intra-cardiac echocardiography (ice) as well as decreased aortic (ao) pressure. The ablation catheter was placed at the right superior pulmonary vein (rspv) at the time the effusion was discovered, and procedure had been taking placed for about 20 minutes. Resistance was not felt while maneuvering the catheter. Chest compressions were performed and a pericardiocentesis was performed. Once the patient was stabilized, the patient was then brought to a post anesthesia recovery unit. Device is not expected to be returned.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.